Event description:
It was reported that the patient had fallen, and the remote transmission indicated that the atrial lead was far-field r wave oversensing (ffrw) and exhibited high impedances. It was further reported that the atrial lead exhibited no capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had fallen, and the remote transmission indicated that the atrial lead was far-field r wave oversensing (ffrw) and exhibited high impedances. The lead will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The distal conductor was fractured, the outer insulation was breached cut and exhibited a cosmetic depression, and blood was found in/on the helix/lobe mechanism.